Event description:
It was reported to philips that the system gave a remote alert indicating the float table key was active during startup, which can prevent geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.